Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) exhibited high threshold and increased impedance within normal range. A lead issue or loose pin was suspected to have occurred and a replacement procedure was scheduled. During the surgery, the loose pin was checked, and it turned out it was firmly secured. Also, a lead measurement was performed, and it was indicating the same abnormal value. This rv lead was explanted and replaced due to leakage on the lead was suspected. No additional adverse patient effects were reported.